Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the whole monofilament was returned loose with the posterior cuff and needle tip remaining attached to the rail-end. The anterior and posterior cuffs remained attached to the link. The anterior cuff was out of the anterior pocket and the anterior cuff tabs were properly bent and remained undisturbed. A needle strike mark was not present on the foot. During testing, the needle plunger was reinserted resulting in acceptable needle trajectory, needle depth and push mandrel travel. Additionally, the needle trajectory is checked twice during the manufacture of the device. Based on the investigation findings, the anterior cuff was missed by the anterior needle. The most probable root cause for the anterior needle-to-cuff miss is needle deflection during needle plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, the cuffs did not capture the needles. The device was removed and a non-abbott device was used to achieve hemostasis. After achieving hemostasis, a hematoma developed that was expressed with digital pressure. There were no reported adverse patient effects. Though requested, no additional information was provided.